Event description:
The event(s) involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch and occurred on various dates. The customer reported that the device was leaking from the filter during patient infusion. The location of the leak isn't always know, however one was observed at the filter. The medication being infused isn't always known but one incident involved paclitaxel (chemotherapy) in normal saline solution. The infusion was stopped and patient received full dose. No visual defects were visible. There was no adverse patient or healthcare professional consequences reported as a result of these event. There were 4 incidents reported by the customer.

Manufacturer narrative:
E1 - customer contact extension number (B)(6). The device is not available for evaluation, however, a video has been sent for evaluation which is not yet complete.

Manufacturer narrative:
A video showing leaking from the filter vent of the drip chamber with the cap closed was returned. The complaint of tubing leaking from the filter can be confirmed based on the returned video. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history of the potential lots were reviewed, no nonconformities were identified that may have contributed to the reported complaint.